Manufacturer narrative:
Concomitant medical products: 100us hvad drive line, 1125 hvad outflow graft, 1103 hvad pump, 1435 hvad accessory, 1425 hvad accessory, 1600us hvad accessory, 1475 hvad accessory, implanted: (B)(6) 2013. 1403us hvad controller, 1650 hvad battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a gradual rise in pacing impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.